Event description:
The manufacturer service technician reported that the handle broke/disassembled while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event. The handle may break into small pieces, posing the risk of a small component becoming lost in a surgical site.